Event description:
The customer stated clinical chemistry albumin bcg quality controls were out of range high following calibration. The customer verified calibration set points and repeated calibration without resolution. The customer technical advocate requested data to review after the customer performed troubleshooting procedures which failed to resolve the issue. The customer was unwilling to troubleshoot the problem further and requested a service call. The customer data was evaluated and it was determined the assay parameters and calibrator set points were correct. The issue was resolved when the customer entered the correct calibrator concentration values in the calibration concentration screen and used the correct calibrator material. A subsequent successful calibration was achieved and quality control values were within specification. There was no impact to patient management.

Manufacturer narrative:
(B)(4). Concomitant medical products: architect c8000 analyzer, list # 1g06-01, (B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.